Manufacturer narrative:
The exact "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges the seat broke and customer fell to the ground.

Manufacturer narrative:
The provider replaced the seat in the field. The whereabouts of the old seat are unknown (most likely disposed of after the repair).

Event description:
Alleges the seat broke and customer fell to the ground.